Event description:
Customer reported an overinfusion of potassium. An infusion of potassium 20 meq in 100 ml at 50 ml/hr, vtbi 50 ml, was started. After 1 hour, the patient called the nurse because of arm pain and at that time the nurse noted the 100 ml bag of potassium was empty. No patient harm reported, no medical intervention required and no ill effects experienced by the patient. Review of the device logs indicates that at 17:16, an infusion of potassium 20 meq/100ml, 50 ml/hr, vtbi 100 ml, duration 2 hours was programmed in secondary mode. At 17:36, the rate was changed to 25 ml/hr. At 17:37, the channel was paused, stopped and the system was turned off. At 17:39, the system was powered back on, the channel reprogrammed for a guardrails IV fluid at 100 ml/hr and vtbi 800. At 17:46, the channel was stopped and the system turned off. No testing was performed on the device or disposable set because neither was retained by the customer nor returned for investigation. The reported overinfusion could not be confirmed nor replicated during the investigation.

Manufacturer narrative:
(B) (4). (B) (4).